Event description:
On 1st october 2024 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the detachment of paint and presence of rust occurred on the device on arms and fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 1st october 2024 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the detachment of paint and presence of rust occurred on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 1st october 2024 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the detachment of paint and presence of rust occurred on the device on arms and fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - prismalix. It was stated the detachment of paint and presence of rust occurred on the device on arms and fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during maintenance. A root cause analysis was conducted by the subject matter expert. As stated: no photo was provided, nonetheless the paint peeling and rust damages observed are potentially due to: shocks, collisions (abnormal use). Potential non respect of cleaning process (stagnation of cleaning products, concentration, absence of rinsing). To prevent any similar incident, manufacturer recommends avoiding collisions between devices and respecting the cleaning protocol. Visual inspections during the cleaning allow to detect the painting defect, so manufacturer recommends performing corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 1st october, 2024 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the detachment of paint and presence of rust occurred on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.